Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. Office testing found noise in all three sensing vectors. The physician elected to replace the pulse generator. After placing a new pulse generator onto this chronic electrode, during implant testing, the new system had difficulty converting the induced arrhythmia. The subcutaneous products were explanted and a new transvenous system was implanted. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had inappropriate shocks due to oversensing of noise. Office testing found noise in all three sensing vectors. The physician elected to replace the pulse generator. After placing a new pulse generator onto this chronic electrode, during implant testing, the new system had difficulty converting the induced arrhythmia. The subcutaneous products were explanted and a new transvenous system was implanted. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.